Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a low blood glucose while using a dexcom g7 with the ilet system, with the lowest cgm value of 52 mg/dl and a concurrent glucometer confirmation of 65 mg/dl, lasting about 30 minutes, and the patient self-treated with oral carbohydrates (orange juice). Symptoms included no reported clinical manifestations. Outcomes included resolution of the low after treatment without need for medical intervention or hospitalization. Investigation included troubleshooting and education with the patient, who reported correct supply change steps, no infusion issues such as leakage or kinking, no exercise, no new medications aside from ongoing chemotherapy for pancreatic cancer, stable weight, and appropriate meal announcements. Investigation of this case revealed no device malfunction or component issue was identified based on patient reports and the event was consistent with hypoglycemia of unclear cause that could have been influenced by concurrent therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.